Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? Was there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was noticed that the needle was inverted in the packaging, and presented failure - break up. No patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that a patient underwent a caesarean section on (B)(4) 2018 and suture was used. It was noticed that the needle was inverted in the packaging, and presented failure - break up. No patient consequences were reported. Additional information has been requested. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.